Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected motor position encoder error alarm and motor error alarm. Blood glucose value was 212 mg/dl at the time of the incident. Troubleshooting was performed and the device will need to be replaced and returned. The device will be replaced and returned.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to motor error alarms. The insulin pump passed the displacement test, rewind test, basic occlusion test and prime test, a 33 test and was unable to confirm the e 70 alarm due to overwritten history file. The drive support cap was inspected and there was no anomaly.